Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi sn (B)(4). Daniel bond had error code 357.6021 in the error log. But he was not able to replicate the error when he turn on the unit. I recommended dan to perform keypad test on the syringe(B)(4). If it pass keypad test, he will clear the error logs and put the unit back in service. If the error comes up again, he will replace front case/keypads.